Manufacturer narrative:
Additional product codes: jdp and hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch.

Event description:
It was reported that on (B)(6) 2019, the surgeon noted that the cannulated variable locking screw did not lock into distal hole and the surgeon also mentioned it may have stripped the threads on the variable angle- locking condylar plate during screw insertion. Fragments were removed easily without additional intervention. There was no surgical delay and no patient consequence. The procedure was successfully completed. This report is for a variable angle- locking condylar plate. This is report 2 of 2 for (B)(4).